Event description:
A report was received stating, prior to use, the endobronchial tube&#39;s cuff could not be completely deflated. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
One sample returned for evaluation. The reported defect could not be detected on the returned sample. (B)(4).